Event description:
It was reported that the insulin pump alarmed during the priming process. Insulin shot out of the insulin pump. The drive support cap is protruded. Advised customer the insulin pump will be replaced. Nothing further reported.